Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 26 nov 2024: terumo recevied uf/importer report # (B)(4).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that after a complex heart cath percutaneous coronary intervention (pci) case, the involved angio-seal was prepped. However, when attempting to release the footplate, it did not come out of the delivery sheath. The device was removed, and manual pressure was applied. Hemostasis was difficult but eventually achieved. The event occurred post-operative. The reported incident did not result in patient injury or require medical or surgical intervention. No additional equipment or devices were used with the product involved. Additional information was received on 12 sep 2024: the procedure sheath size used was 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues were encountered with the insertion of the device. A pre-deployment angiogram was performed. Blood loss was not measured but was minimal. The patient is stable.